Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the patient underwent the fourth revision surgery. In the first two surgeries an implant from the manufacturer corin was used. During the third revision the implants were exchanged to an uni revers with allograft from arthrex. It was now reported that a fourth revision surgery was necessary as the patient was not compliant and the glenoid has broken out. Therefore, the following device were explanted and a cta head implanted. Glenosphere 39+4 base plate 24 pin 35 39 neutral cup ***update dw 12-aug-2024: further information were provided that the patient most likely did not follow the required rest period and has fallen but it could not be confirmed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.